Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation as the scs lead had migrated out of the epidural space (x-rays determined). Also, diagnostics revealed high impedances on the lead. Surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up identified the patient's scs lead was explanted and replaced with a different model which resolved the issue. Reportedly, the patient has effective coverage.